Event description:
A trial patient reported via a company representative that they woke up the night previous to the call and couldn't move his leg and it started to tingle. The patient stated they turned their stimulation off and it got better. The patient noted they did not want to turn their stimulation back on. It was note the trial began on (B)(6). Additional information from a friend or family member of the patient reported a paralysis feeling. The patient stated they went to relieve themselves on (B)(6) and his lower body would not move and it felt like paralysis and a needle like feeling from the waist down. The patient turned the device off and the sensation stopped. The device was off at the time of the call. The patient was redirected to their healthcare professional (hcp). The indication for use is unknown.